Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: lap chol. Female patient suffered from abdominal pain, approximately 2-3 days post lap cholecystectomy with use of lap clip applier. Pain persisted and returned to hospital. Minimal gall leakage was diagnosed and the patient was treated with single drainage approximately one week after surgery. Recovery of the patient thereafter. Type of intervention: single drainage approximately one week after surgery. Patient status: gall leakage and drainage. Current patient status ((B)(6) 2018): recovered.